Event description:
Provider states the end user's mother alleged the son was in the chair on the way to school and noticed there was smoke coming up from underneath the chair. Conference with tech, and was determined the battery connector part 119449 was not all the way plugged in the controller which caused it to arch and then began to smoke, provider states the connector to the controller and pins, melted, due to the end user mother's had thrown water on the unit and that was caused by the water damage.